Manufacturer narrative:
Product event summary fusion in software ent, machine does not recognize the tool sometimes. Product analysis: # (B)(4), mnav comment subject: work order (B)(4), mnav comment ID: (B)(4), mnav comment: record type updated from nav system. Checkout to nav system, the checkout (closed) . Mnav action/resolution: the (B)(4) warehouse, reported ent demo, machine does not recognize the tool sometimes. The failure never happen again after reinstalled the ent software. No patient information provided, as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. Testing revealed that the error could be recreated. The ear, nose & throat (ent) software was reinstalled and the issue was resolved. The system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported outside of a procedure that the system intermittently did not recognize the tool in the ent software. There was no patient present.